Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a mid-urethral sling placement procedure the physician knicked the patient's urethra, during dissection, prior to inserting the obtryx mesh sling system. The physician placed one disposable suture to repair the knick. The procedure continued and the sling was placed. The patient was sent home with a catheter and will follow up with the physician in 7 days at which time it is expected that the catheter will be removed.